Manufacturer narrative:
(B)(4). The transfer set was received by baxter healthcare for evaluation. Visual inspection was performed which revealed that the transfer set's patient adapter was damaged. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. Integrity of seal surface test was performed with no leak noted. A review of all batch record documents was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was reported to be available but it has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv flash transfer set did not connect properly to a titanium adapter. This occurred while connecting the transfer set to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.